Event description:
It was reported that during in-clinic follow up, non sustained rv episodes due to post paced t-wave oversensing was observed. Reprogramming was recommended. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).